Event description:
Additional information was received confirming that the device had been replaced due to battery depletion. The device has not been returned to date.

Event description:
It was reported that the patient's device showed low output of 0.75ma while being programmed at 2.25ma. Impedance was noted to be at 2726 ohms and battery was ok. It was also noted that both stimulation modes were not perceived at this time and the patient had reportedly been experiencing increased seizures. Later the patient came back in and the low output status had corrected itself, however the magnet swipes are not being recorded. When the representative reached out to the physician again, they indicated that the matter is resolved as the output matches the dosing. Device history records were reviewed. The device passed all functional specifications and quality tests and were sterilized prior to distribution. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.